Manufacturer narrative:
This supplemental report is being submitted to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was received and evaluated. Evaluation determined that the thread on the device (handpiece) was damaged, snow cone was unable to lock into the unit. The device was unrepairable. User was informed and unit was returned unrepaired. A root cause to the reported issue is unknown. Probable cause could be due to maintenance and or handling issue.

Event description:
It was reported that the device was found with bent threads on the transducer. The issue occurred during reprocessing. There was no patient involvement on this report. No user harm or injury reported.